Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found the expiratory filter needs to be replaced.

Event description:
It was reported that the ventilator entered a ventilator inoperable condition and stopped cycling. The ventilator was not on a patient at the time of the event.